Event description:
A complaint has been received from a customer stating that a breast cancer specimen from a patient was interpreted as negative for her2 protein overexpression (0 staining intensity) when tested with two lots of sk001 ((B)(4)) but the same specimen was found to be her2 gene-amplified when tested with a fish-based assay. The customer reported that the dako-supplied control slide (with cancer cell lines 0, 1+, 3+) was working correctly.